Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan (lfs) another country on may 22, 2007 and alleged that her one touch ultra 2 meter was reading inaccurately high. Lfs was able to obtain further information from the patient. The patient currently takes care of at least 2 of her grandchildren full-time and is extremely active and constantly stressed. She reported that two days earlier, at 6:00 pm, she tested on the meter with a result of 4.6 mmol/l (this result was normal for her as defined to be under 7.0 mmol/l). She than took 1 unit of novorapid per carb-count (taken before meals). She ate dinner (vegetables, salad, chicken, fruit, and sugar-free ice-cream). Approximately 45 minutes later, she felt "tired and grouchy" and tested on the meter with a result of 29.9 mmol/l. She then took 10 extra units of novorapid insulin (per regimen between meals based on a sliding scale). Around 8:00 pm, she started feeling "low" symptoms (loss of concentration and jumpy stomach). Immediately, she took "2 hard candies and orange juice" due to the low symptoms. About 10-15 minutes later, she felt better. She did not recall testing on the reported meter again after feeling better. The patient also allegedly received other high results starting at least "2 weeks ago". She could not recall any exact results, but noted that they were all "higher than normal" (again, normal defined as 7.0 mmol/l for the patient). The following month, when lfs another country contacted patient, she tested on the reported meter with different strips and received a result of 30.0 mmol/l (result did not correlate with her feelings and she disregarded the result). This complaint is reported because the patient alleged she administered extra insulin based on the high results and experienced low blood glucose symptoms, and felt better after she treated herself with candies and orange juice. A replacement meter and test strips were sent to the lay user/patient.